Manufacturer narrative:
Unable to complete functional testing including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests due to unlocked lcd connector. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, off no power test and a21 error test. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report that the device fell and afterwards the buttons were unresponsive. The customer's blood glucose level was 33 mmol/l. The customer was taken to the doctor where he was treated. The customer's blood glucose level and ketones dropped. The customer's device was replaced, but nothing was returned for analysis.